Event description:
Certified nurse assistant & resident. Resident was gotten up from bed and placed in shower chair, wheeled from bed to doorway of room, as they were pushing chair through doorway one wheel of shower chair fell off. Resident fell forward onto rt side. Resident x-rayed and no fractures. Bruised area on chin and scraped area on lower rt eye, headache and rib pain rt side. Wheel secured to plastic tubing of chair by one set screw.